Manufacturer narrative:
The mcs tip cover accessory has not been received for failure analysis evaluation. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (msc) tip cover accessory, installed on an mcs instrument, fell off inside the patient. It is unknown if the mcs tip cover accessory was retrieved. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (msc) tip cover accessory was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage. The mcs tip cover was placed on an in-house golden mcs. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The tips opened and closed properly. The tip cover remained tightly in place and did not fall off. The tip cover fits completely on the mcs, covering the orange tube extension. There was no bulge at the proximal end of the fit. No product issue was identified.

Event description:
Refer to h11 for follow-up information.